Event description:
Exit block was observed on the right ventricular lead. Therefore, the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Additional information: the reported event of no capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damages that are consistent with procedural damage.